Manufacturer narrative:
Faulty probe caused some slides to not be stained, and this may potentially lead to weak or inconsistent staining. No erroneous staining result was reported by the customer.

Event description:
The customer reported some slides did not stain during the staining procedure. The customer had an additional instrument to complete testing. The field service engineer repaired the probe kit causing this malfunction. The instrument is fully operational and performs as intended. There was no delay in generating staining results. No direct or indirect patient harm or user harm have been reported.